Event description:
This was hospital reported that, during device set up, the face plate fell because the cable that supports the face plate assembly was "foamed at the tip whole" it is to be secured for a set screw. There was reportedly no pt involvement, and no additional info will be made available to the MFR. Therefore, this report is considered completed and no follow-up report is anticipated.